Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). Event 3 the reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
Event 3: the report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Event 3: according to the complainant, microbubbles were visible in the streamline bloodline set during operation. The affected set was discarded. Reportedly, the staff has been instructed to double check the connector to ensure tight connection. No patient complications were reported as a result of this event.